Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was initially reported by the customer that the ¿valve¿ underneath the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke off. Device was visual inspected and brim cap was found broken in several pieces. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap breakage cannot be determined, however, an internal corrective action has been opened to address this issue. Manufacture date was obtained, device manufacture date was updated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment occurred. It was initially reported by the customer that the ¿valve¿ underneath the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke off. This happened before the case was started and before it was in the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the case continued. There were no patient consequences. The valve did not detach from the sheath and there was no excessive bleeding since the issue occurred on the table and not in the patient¿s body. The customer¿s reported issue of brim cap detachment has been assessed as an MDR reportable malfunction. On 9/26/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found ¿the brim cap of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a portion broken in small pieces with another portion still on the hub containing the white hemostatic valve.¿ the pal findings have been reviewed and determined to be an MDR reportable malfunction.